Event description:
Received information stating that customer was unable to complete the load fill process.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.